Manufacturer narrative:
The reported event could not be confirmed since the device was not returned and no other evidence was available. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. More information, the affected device as well as the medical records must be available in this case to determine the exact root cause of the failure. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: after fracture the patient was treated with a clavicle plate on (B)(6) 2020, which had to be replaced on (B)(6) 2020 because a screw had loosened. A lysis seam around the screws was diagnosed, which caused a loosening. The hospital where I was operated on is (B)(6) hospital, bonner talweg 4-6, 53113 bonn. There is nothing about the material in the surgery report. I have the CT on cd.¿ surgery report and data cd will be sent to stryker duisburg. - patient never released her medical records on several requests. Additional information received on 11/30/2020 with product details which confirmed the devices to be stryker screws for the primary and the revision surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported: after fracture the patient was treated with a clavicle plate on (B)(6) 2020, which had to be replaced on (B)(6) 2020 because a screw had loosened. Information regarding the responsible hospital/customer is not available at the moment.